Event description:
It was reported that a female patient underwent a breast implantation procedure with mentor memorygel breast implants 350cc (l) and 400cc (r) and experienced oozing from the right breast and rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2021. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: oozing. Manufacturer¿s reference number: (B)(4).